Event description:
It was reported to baxter (B)(4) that an intermate sv 200 had a pinhole in the tubing before use. The device was filled with 1800 milligrams of ceftazidime in 50 milliliters 0.9% sodium chloride. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a surface cut on the tubing. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.